Event description:
It was reported that an echocardiogram confirmed a pericardial effusion. A pericardial window was placed. The patient stabilized and was sent home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.